Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, the reload stop moving. After inspection, the staple line was clear and fixed but the stapling stopped in the middle (no knife move). Another reload was used to complete the case. Surgical time was extended more than 30 minutes. There was no patient injury.